Manufacturer narrative:
The reported event of helix damaged and misshapen was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The cause of the helix mechanism issue was due to helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that patient presented for defibrillator implant procedure. During procedure, it was found that the atrial lead helix exhibited an extension anomaly in which the helix was alleged to be damaged and misshapen, resulting in failure to be fixed inside the body. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was discharged.